Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 6 rounds of inappropriate anti-tachycardia pacing (atp) and 4 inappropriate shock(s) due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.